Event description:
A coupling problem was reported. The patient was able to get to the antenna locate feature but was not able to access it because she kept pushing other buttons. Despite repeated attempts, the patient just could not get coupling, best she got was 2. A recharger antenna was going to be sent to the patient so she could try again tomorrow. The implant was tilted and has been like that since implant but was getting worse ¿coming out more¿. Due to the patient¿s balance issue she always falls on the left side. The patient programmer was not able to adjust stimulation. Clearing the power on reset (por) condition with the patient was reviewed. The patient got the ins battery full image on the top row. The patient was able to clear the por and she was using stimulation. The patient was at her health care provider¿s (hcp) office yesterday and she received assistance from a company representative. The company representative had her put on the recharging system and she sat there for 1.5 hours in the waiting room. The patient was not sure if a physician mode recharge (pmr) was performed or not since she got a por when she tried to recharge. The patient¿s system has not been working for 3 weeks. The patient falls frequently due to loss of balance. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).